Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2022 the patient was recovering from IV (intravenous) versed and fentanyl from a procedure and complained of severe pain. Oral medications were administered without pain relief. The patient administered ptm bolus continued: at which time the patient became over sedated. Airway was supported with supplemental oxygen. The patient later accessed 2/2 consciousness and discharged.  The outcome of the event resolved without sequelae on (B)(6) 2022.  The clinical diagnosis was over sedation.  The event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The relatedness to the drug (fentanyl) was related, and the drug action that caused the event was increased dose.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2022 the device was reprogrammed where the fentanyl boluses were decreased to 75 mcg each.